Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead could not be successfully implanted, as it was prone to repeated dislodgement during attempted placement. As a result, the lv lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.